Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had their system explanted and replaced to address the high impedance issue. Therapy was restored.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31327. Related manufacturer reference number: 3006705815-2020-31329. It was reported the patients system could not enter MRI mode due to high impedance. Surgical intervention may be pending to address the issue.